Event description:
The patient reported having problems with coordination and balance and has been falling more often. The patient also indicated that she began experiencing shocking on the left side of her body three months ago. At follow-up, the hcp inactivated that side of the dbs system to investigate for possible breaks. After x-ray control, the physician determined there was no break visible and the system was reactivated with lowered settings. Subsequently, the incidents of shocking have stopped; however, the patient reports loss of symptom control on the left side of her body. Additional information has been requested from the physician. A follow-up report will be sent if additional information is obtained.